Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
It was reported, the customer experienced elevated blood glucose levels (200-300 mg/dl). Troubleshooting was performed and the pump passed delivery system check.